Manufacturer narrative:
Eval results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aa4204vl silicone single piece lens and the lens tore ejecting through the cartridge. There was no pt contact or injury.